Event description:
It was reported that during a percutaneous transluminal coronary angioplasty there was difficulty crossing the lesion and stent damage. The physician was attempting to get to a tortuous lesion in the circumflex the 2.75x20mm liberate stent could not cross the lesion. When the physician tried to get the stent out the distal part was broken. The procedure was completed with another of the same device. The pt status is listed as unk with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).